Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The lot number provided by the customer (14f1980198) is not a valid teleflex lot. A similar lot (14f19b0198) was identified and a device history record review was performed on that lot number. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "central venous catheter with broken wire, requiring surgical care for its removal." No additional information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "central venous catheter with broken wire, requiring surgical care for its removal." No additional information available at the time of this report.